Manufacturer narrative:
This event cannot be confirmed or not confirmed for lead revision through product analysis testing alone. As received, visual inspection and resistance testing showed the returned both end segments lead passed the functional test. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s left extension was fractured. Surgical intervention was undertaken on (B)(6) 2023 in which the extension was explanted and replaced to address the issue.

Manufacturer narrative:
H6 - adverse event problem - the clinical codes were corrected to reflect dbs patient symptoms.